Event description:
It was reported on implant card that the lead was noted as broken. The patient was rescheduled for surgery. It was noted that the patient's generator was depleted prior to surgery so interrogation could not be performed. Accessory pack was used and no issues were found with the new generator. No known surgery has occurred to date. No additional relevant information has been received